Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and, upon receipt, a supplemental report will be submitted accordingly. Referenced article: loss of pulsatility: another cause of syncope in patients with left ventricular assist devices, november/december 2020; 66(10):e128-e130. Doi: 10.1097/mat.0000000000001137. Pmid: 33136607. Additional information has been requested regarding the cause of the events, device serial numbers and patient demographic data, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article was a case report regarding causes of orthostatic hypotension. One patient's post-operative course was complicated by lightheadedness and multiple syncopal episodes approximately fifteen months post-vad implantation. The patient was hospitalized and given intravenous (IV) fluids. Also, daily medication was withheld and adjustments to vad speed settings were performed to limit the multiple suction events and diminished vad flows that occurred. The patient underwent right heart catheterization (rhc) and tilt table testing. Tilt table testing along with echocardiography showed severely decreased pulsatility but no evidence of volume depletion, despite the patient demonstrating lightheadedness during the test. The patient was diagnosed with orthostatic hypotension (oh) with autonomic nervous system dysfunction. The patient was started on corticosteroid medication and slowly re-introduced on daily medication regimen during hospitalization. No further syncopal episodes were noted on post-hospital follow-up. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: one pump with an unknown serial number was not returned for evaluation. Review of the available log file screenshot revealed a decrease in pulsatility on 15-march-2019, confirming the reported decrease in pulsatility event. The reported low flow/suction event could not be confirmed with review of the available log file screenshot. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow/suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Per the instructions for use, possible root causes of changes in pulsatility can be attributed to patient conditions including left ventricular contractility, right heart function and left ventricular afterload, which can be affected by pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.